Manufacturer narrative:
Additional information received on 19 december 2016 and includes: at pathogen analysis, no infection was found. Batch review performed on 29 december 2016. Lot 160604: (B)(4) items manufactured and released on 24 may 2016. Expiration date: 2021-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully. Infection was not confirmed at pathogen analysis. X-rays and explants are not available.